Event description:
In 2001 - underwent gastric bypass surgery w/dr hosein yasrebi. At that time he implanted marlex mesh in my stomach namely: bard marlex mesh: monofilament knitted polypropylene. In early 2008, 1st surgery by a dr: findings: gastric outlet obstruction because of eroded mesh placed around the patch -eroded causing obstruction and the nightmare began! On four days later, second surgery -emergency for gastrojejunal leak, infection, fistulas, etc resulted in feeding tube, and more!! Per dr, body was completely depleted of vitamins and they did not know how bad my health really was, and that they needed to get my body better before I could heal inside. Called in borland groover-dr misra for vitamins, tube feeding, IV feeding, etc. In and after, I left the hospital, I had numerous procedures done to close up fistula -leaks inside-, heal the bacterial infection, and close my wound on my stomach. Tube feeding at home and antibiotics by IV, home health aid. Finally mid february, the leaks inside closed. But my wound did not close up until march sometime. Now I think I have adhesions forming because I have burning sensations in the new operative area, which I didn't have that before. Per two doctors -this was all the result of the mesh that failed. This mesh had to be "picked" out by pieces when the surgeon went in to remove the eroded/implanted mesh inside of me that had me so sick. The surgeon said he just didn't know in advance how bad this mesh really was inside of me. Dr stephen webb, jacksonville, florida. Which I will say, I am thankful he agreed to do my surgery to remove this nightmare inside of me. He was an excellent surgeon, and considering what he also went through to heal me...I'm thankful for him.